Manufacturer narrative:
Checking the manufacturing charts of the components involved in the event, no pre-existing anomaly was found in the items belonging to the same product code and lot number. This is the first complaint received on the lot number 2523343. The manufacturer will submit a final report as soon as the investigation is complete.

Event description:
During a knee surgery (lateral uni), two headed screw l.50 mm (product code: 909511d50s, lot: 2523343 - ster. (B)(4) pins broke. Both broken parts are retained in the patient's femur. The event occurred as the surgeon unscrewed the femoral cut block. The procedure was delayed of 10 minutes. Event occurred in united kingdom.